Event description:
It was reported the customer smelled insulin on their insulin pump. While troubleshooting for the smell of insulin, it was found the customer had a no delivery alarm in their alarm history. Troubleshooting also found the insulin pump passed a selftest. The customer did not observe any liquid on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.